Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
It was reported patient suffered pain and is requesting monetary compensation for pain and suffering.